Event description:
Catheter separation. The report indicated that during a cardiac catheterization, a competitor's guidewire was advanced through the patient's right femoral artery, and into the patient's circulatory catheters; subsequently, various catheters were advanced over the wire into the patients "blood vessels" near the patient's heart including the patient's right carotid artery (ca). During the procedure, a portion of the guidewire or a portion of one of the catheters broke off and became lodged in the patient's right ca. Approximately, two months post procedure, medical imaging was performed, and it was discovered that the patient had a metallic foreign body or wire in his right ca.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days upon receipt.